Event description:
Kimberly-clark received a report stating, "the suture splits in two, without any force. The patient was punctured 4 times without any result. All 4 safe-t-pexys didn't function. The procedure was stopped. The patient left without feeding tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record shows that the product met specifications. The reporting facility provided kimberly-clark with the sutures involved in the reported event. The sutures that were returned were confirmed to be broken and appeared to be used as indicated in the report and observed to be contaminated. Testing of the returned sutures could not be performed since the current decontamination process is known to affect the physical properties that include suture strength. The investigation is ongoing, and the root cause has not been determined. A MDR supplemental report will be submitted, if additional relevant information is identified. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.